Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lymphadenectomy procedure, on the first fire of transection of the stomach, the device did not fire. The surgeon was able to pressed the green button but could not squeezed the handle. A new device was opened to complete the case. There was no patient injury.